Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred. A new cartridge was loaded to resolve the issue. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no adverse impact to customer¿s blood glucose level.